Event description:
Olympus medical systems corp (omsc) was informed that during unspecified procedure the needle could not be retracted into the sheath. There was no report of pt injury regarding this event.

Manufacturer narrative:
Omsc have not received the subject products for eval yet. The exact cause of the user's report could not be conclusively determined. A supplemental report will be submitted, if add'l and significant info becomes available at a later time. This report is being submitted as a medical device report in an abundance of caution.